Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately seven years post-implantation, the patient underwent a left hip revision due to intrapelvic and anterior thigh pseudotumor, implant complication from metal on metal hip, failure of hardware, prominent hardware, pain and swelling. During the revision, noted brown granular and fibrous tissue consistent with pseudotumor, osteolysis to inner table of the pelvis, 2 screws were penetrating the retroperitoneal space, and one other loose screw. The stem and shell were well fixed and remained implanted. The bearing and head were exchanged. Two screws were explanted. One screw was retained as it remained well-fixed and the tip was decreased in length to prevent perforation. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and review of the available records identified the following: initial total left hip arthroplasty. Revision for unknown reason. Second revision due to pseudotumor, metal on metal complications, hardware failure, pain and swelling. Osteolysis in the pelvis. Bearing and head exchanged. Two screws were explanted along with one well-fixed screw. A definitive root cause cannot be determined. The complaint is confirmed based on the medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.